Event description:
It was reported that the patients ipg had high impedance. The ipg was replaced with an MRI compatible device and was not returned. Additional information was received that the patient was doing well postoperatively. It was also reported that the patients ipg was difficult to charge and was not working.

Manufacturer narrative:
Date of event: exact date unknown, event occurred (B)(6) 2020, 8 months ago when ipg stopped working.

Event description:
It was reported that the patients ipg had high impedance. The ipg was replaced with an MRI compatible device and was not returned.